Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier had failed, and upon signing in, the station was not allowing biometric login and was forcing password only authentication. The customer reported that they had been performing hard shutdowns and forcing the device to reboot in order to get it functioning again. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a biometric identifier failure. A field service engineer contacted the customer and obtained the name of the affected station, then reviewed the failure background. The fse accessed remote support services to locate the correct station and serial number and updated the work order accordingly. The fse then applied the knowledge article usb devices and network adapters unresponsive and successfully installed the required package to prevent the universal serial bus (usb) device from entering sleep mode. The customer was updated on the actions taken and advised to contact the fse directly if the issue reoccurred. The system functioned as intended after the field service engineer repaired the device.